Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct relationship between the device and the reported ischemic and hemorrhagic strokes, elevated lactate dehydrogenase (ldh), and patient outcome could not be conclusively determined through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Stroke, bleeding, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to cerebrovascular accident (cva). Patient was admitted on (B)(6) 2020 for lactate dehydrogenase (ldh) of 1600 u/l and was started on angiomax and aggrastat. Patient first experienced an embolic stroke on (B)(6) 2020 which resolved. Then the patient experienced another on (B)(6) 2020 which resulted in a hemorrhagic stroke during an attempted embolectomy. No further information was provided.